Manufacturer narrative:
Block b3: event date-unavailable per acct/cust. Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-50, serial number: (B)(6), batch/lot number: 7085482, model/catalog description: linear 3-4 lead 50 cm, unique identifier (UDI) #: (B)(4), model number/catalog number: sc-2352-50, serial number: (B)(6), batch/lot number: 7085861, model/catalog description: linear 3-4 lead 50 cm, unique identifier (UDI) #: (B)(4), model number/catalog number: sc-4276, batch/lot number: 37276730, model/catalog description: clik anchor hex wrench 3 inch, unique identifier (UDI) #: (B)(4), model number/catalog number: sc-4316, batch/lot number: 35976527, model/catalog description: clik anchor, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. No further information has been obtained.